Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -18.00/2.5/105 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and elevated intraocular pressure. On (B)(6) 2023 the lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as other and indicated that the device performed as intended but the lens was too large.

Manufacturer narrative:
Claim#: (B)(4).